Event description:
Per the clinic, the patient experienced persistent ear discharge along with recurrent middle ear and bacterial infection. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported), including a one-night hospitalization for IV antibiotic administration (specific date not reported). However, the issue could not be resolved. The device was explanted and there are no plans to reimplant the patient with a new device as of the date of this report. The device was also reported to be functional prior to explantation.